Event description:
It was reported the intraocular lens was removed and replaced due to the incorrect power selected by the doctor. The original implant of -1.5 diopter was replaced with a 7.0 diopter lens of the same model. There was no patient injury or complications.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, -1.5d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens is currently being evaluated at the manufacturing site. Prior to release the device met all manufacturing specifications. Information received from the reporter suggests this was a user error and is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.